Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qaff, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 3889-28, lot# va0qaff, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0qaff, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced leg pain. The device was reprogrammed and it was unknown if the symptoms was resolved. On (B)(6) 2018 additional information was received. It was reported the patient had pain in the left lower leg and that there had been 2 episodes in the past month. The representative stated stimulator was helping symptoms. Diagnostics/troubleshooting done thus far was an impedance and battery check and that the patient was going to follow up with a surgeon. More information was received on (B)(6) 2018, the manufacturer representative (rep) reported that the pain was unknown if related to the device or therapy and that patient was told to adjust or shut off the device when pain presents. Finally, on 2018-may-21 additional information was received from patient reporting that their implant and lead was replaced on (B)(6) 2018 because the lead had moved and they noticed pain. No further complications were reported.